Event description:
Explanted product was received by manufacturer. Product is currently undergoing product analysis. No other relevant information has been received to date.

Event description:
Product analysis of the device was completed. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova & #39;s employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any & #34;defects¿ or & #34;malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that during implantation surgery that high impedance was found upon performing a system diagnostics. It was noted that the connection part of the lead was wiped off to remove any tissue or other deposits and the connector was visually confirmed past the second connector block but high impedance was still detected multiple times. Physician noted no abnormalities could be confirmed upon inspecting the lead. A new lead was opened and used with an impedance within normal limits. Surgery time was noted to be extended due to this event. Device has not been returned to date. Device history records were reviewed for the device and passed all functional specifications and quality tests and was hp sterilized prior to distribution. No other relevant information has been received to date.